Event description:
During a pfa atrial fibrillation procedure, a clot was found requiring vascular filters. The non-(B)(6) viking coronary sinus catheter was inserted in the right atrium, and transeptal was performed with a non-(B)(6) versacross access solution and a non-(B)(6) faradrive sheath. The left atrium was mapped with an advisor hd grid catheter and then was exchanged for the non-(B)(6) farapulse pfa catheter. After ablation began, on the right side of the ice there was a clot on the faradrive sheath. The clot could not be aspirated through the sheath so vascular filters were placed in the carotids. The procedure was completed, and the cause of the clot is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).